Event description:
It was reported that when the endobronchial tube's tracheal cuff was deflate, it did not fully deflate at the proximal level of the patient. There were two other tubes tested and showed the same issue. There was a delay in intubation but no apparent harm.

Manufacturer narrative:
D10 concomitant product: 126035, 126035 35fr rt bronco cath pu cuff x1, lot# 202410239x 126035, 126035 35fr rt bronco cath pu cuff x1, lot# 202410239x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.